Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 due to character limitation e1 event site telephone number: (B)(6). The fse that encountered the issue replaced the safety disk (0202-00-0140). The all manifold test was successfully completed. A simulated treatment was performed without issue. The fse completed the pm. The unit was calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported by getinge field service engineer that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) failed all manifold membrane test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, e1 (initial reporter) is (B)(6).